Manufacturer narrative:
The pump was received with motor error alarms during the rewind and a motor position encoder error alarm was confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the motor error alarm. No unexpected failed battery test or battery out limit alarms were noted after the battery change. The pump had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 158 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer indicated that the pump was worn in or around an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.